Event description:
Medtronic received info that this transcatheter bioprosthetic valve, implanted 3.5 months, had a stent fracture in the anterior aspect of the stent. No intervention is scheduled.

Manufacturer narrative:
(B)(4): eval results: device history review found the product met specs when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this product met all mfg spec for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or add'l info received, a f/u report will be submitted.